Manufacturer narrative:
A steris technician arrived onsite following the reported event to inspect the harmonyair m series lighting system and found that the screws that secure the cover were still in place as well as plastic fragments from the cover. The surgical lighting system had likely sustained impact damage resulting in the detachment of the yoke cover. The operator manual states (pp 1-4), "do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician counseled the user facility on the proper use and operation of the harmonyair m series lighting system, including the importance of not bumping the light into other equipment. The user facility's biomed department replaced the yoke cover and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that one of the plastic yoke covers detached from their harmonyair m series lighting system during a procedure and fell into the sterile field. No report of injury or procedure delay.